Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a number of cubies initially failed then recovered on their own and then failed again. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the half multiple cubies were failed. A field service engineer (fse) removed all cubies, removed all debris and rebooted station issue was resolved. Fse run hardware test application to check cubies or drawer components. The system functioned as intended after the field service engineer repaired the device.